Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179015021, implanted: (B)(6) 2008, product type: catheter; product ID: 8709sc, lot# n179015021, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-feb-01 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that in (B)(6) 2015 after the patient's pump was replaced, the pump tubing "cracked" and she experienced severe withdrawal symptoms. It was noted that the patient experienced cerebrospinal fluid (csf) leaking and the drug was pooling, severe pain in the legs, headache, nausea, the patient hurt all over, they smelled burning rubber or popcorn, and had a bad taste in the mouth in 2019, and these were the same symptoms they experienced when the tubing was cracked in 2015. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8709sc, lot# n179015021, implanted: (B)(6) 2008, product type: catheter; product ID: 8709sc, lot# n179015021, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-mar-19. It was reported that the patient had a normal and expected pump replacement on (B)(6) 2015 due to end of service life. The day after this surgery, the patient was admitted to the hospital as there was concern that it was not working properly. A doctor attempted to access the catheter and was not able to get any csf back. A representative was paged to assist with an exploratory surgery to determine the cause. Surgery was performed on (B)(6) 2015. The site was exposed and it was seen that there was "some crystallization" at the pump connector site and the connector would not twist easily. When the connector was pulled, the "plastic covering came apart" and then there was some difficulty disconnecting the connector. The tubing was cut above the connector and there was easy flow of csf from the proximal tubing. A connector revision kit was used and the connector was replaced. It was confirmed that the connector was seated properly and could twist easily. The system worked fine after the surgery. It was noted the patient tolerated the procedure well. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's husband was not sure, from a nurse, if the tubing was kinked or cracked. The medication was being pumped according to the reading, but was not going through the tubing. The patient went back into surgery and repair or placing tubing properly was done. Within hours, symptoms subsided and the patient was dismissed the next day. The patient was not sure what the cause was. There were no further complications reported at this time.

Event description:
See mfg. Report # 3004209178-2019-02465 for information regarding the 2019 event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.